Event description:
It was reported that there was noise on the atrial lead when attached to the device, but it was clear on the analyzer. It was also reported there was oversensing and inhibition. During extraction of the lead, the doctor was unable to pass the stylet through the upper 1/3 of the proximal portion of the lead. The atrial lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the device was returned for analysis where no anomalies were found.